Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a consumer via an email to our local affiliate (B)(4). This case involves a male pt (age nos) who received poly-l-lactic acid treatment sometime in 2007. Relevant medical history and concomitant medication info were not mentioned. The pt reported that he believes the dermatologist who administered the poly-l-lactic acid treatment made mistake regarding the area in which the product had to be applied. He reported that he has noticed that his chin is thinner than expected, compared to his cheek. No additional info was provided. Event outcome is unk. Reporter's causality assessment: not provided. Additional info received on (B)(6) 2008: a ptc (pharmaceutical technical complaint) has been initiated: (B)(4). Addendum (B)(6) 2008: this new follow-up info was received on (B)(6) 2008 out of sequential date order: ptc results revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related.

Manufacturer narrative:
Conclusion: no faults detectable.